Event description:
Customer reported the insulin pump kept alarming lost sensor and the green light on the on the transmitter does not blink. Customer's blood glucose was 525 mg/dl. Troubleshooting was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.